Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8806061 port & catheter allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation was inconclusive for 2306 missing component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8806061 port & catheter allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The patient¿s age, weight, and gender were not provided.